Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of a bd¿ 20 ml syringe with needle. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
An investigation has been completed with the affected sample. Visual inspection of the sample revealed plastic flashes on the top of the syringe tip. Based on the sample, this flash was produced in the injection process, due to a punctual increase of the injection pressure or an issue related to the close of the mold. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #7100035, #7089485, and no problems, defects or qn were found. The recurrence of this issue should be very low to negligible and should not represent any impact to the health of the patient or user. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.